Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had the system explanted due to leg weakness. Investigation did not determine which lead resulted in leg weakness.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.